Event description:
The lay user/patient contacted lifescan in late 2008 and alleged that her one touch ultramini meter was not powering on. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The alleged issue first occurred the day before at 11:30 pm. As a result of the reported issue, the patient did not take any actions. About 10 minutes later, she experienced being "hypoglycemic and hyperglycemic and was not sure what insulin to take" (it is unclear as to which symptoms the patient had exactly experienced). The patient did not receive/require any medical treatment. At the time of troubleshooting, it was verified that this was not a new product. The patient was using the correct test strips and had replaced the battery per the owner's manual. The condition of the battery contacts was good and the batteries were correctly installed. However, the alleged issue was not resolved when the power button was pressed or when the test strip was inserted all the way into the test strip port. This complaint is being reported because the patient claimed to have experienced hypo-and hyperglycemia after the reported issue began. It is not clear as to which symptoms she had specifically experienced. She did not self-treat or received any medical attention. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.